Event description:
It was reported that during a sternal closure after osteotomy procedure, while surgeon was trying to work the needle through the second half of sternum, the zipfix broke. Due to the shortness of the needle and thickness of the intercostal space, surgeon was really trying to push the needle through and just tweak the zipfix. The zipfix broke off where the little notch is below the needle. Surgeon was able to implant the zipfix with no further problems. The zipfix was implanted, and therefore unavailable for return. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 10/24/2011.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.